Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One xtr clip was implanted without issue. A second xtr clip delivery system (cds) was advanced and placed laterally to the first clip. Deployment was started and the lock line removed when it was noted the posterior leaflet was perforated. A third xtr clip was implanted to treat the residual mr in addition to providing long term stability to the mitral valve. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.